Manufacturer narrative:
H.6. Investigation summary six photos were received by our quality team for evaluation. Upon visual inspection, it was observed that the vent plug was damaged; therefore, the incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The entire assembly and packaging processes have been reviewed. It was found that the damaged sample most likely occurred during the secondary packaging. The part mostly likely got damaged when it jammed while the parts were inserted in the dispenser box. This incident has been added to our database of reported incidents.

Event description:
It was reported that bd insyte¿ IV catheter was damaged. This was discovered before use. The following information was provided by the initial reporter: a plastic handle part was damaged.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ IV catheter was damaged. This was discovered before use. The following information was provided by the initial reporter: a plastic handle part was damaged.